Manufacturer narrative:
(B)(4). The sample includes a 5.5cm long piece of the mic j device with connected adapters. The tubing is darkly discolored and bumpy. There is a jagged hole in one of the bumps. The device history record for lot number, aa3287n26, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported today by a physician that he sawa post-operative patient in (B)(6) 2014 for follow-up examination and noted the appearance of the tube. The patient stated to the physician that only feed supplements went down the tube and she did put coke down the tube at one time. The tube is now leaking and the patient is taping it with plastic wrap. There were no injuries to the patient; however, the tube will have to be replaced. Additional information was received on (B)(6) 2015 from the physician that stated the incident started approximately 2 months ago and the patient is using gevity 1.2 as her feeding and coke 1-2x's and places medical grade tape on the tube to secure it. Additional information has been requested but not yet received.